Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be conclusively determined. However, failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and resulting in balloon to be pulled through the arteriotomy.

Event description:
The following information was reported: the mynx ace introducer sheath was advanced over the wire and inserted in place. The mynx ace vascular closure device was attached to the introducer sheath, the balloon was inflated and the device was pulled back until resistance was felt. As the physician attempted to depress button one, the device jumped and the device (including the inflated balloon) and introducer sheath all came out together. The sealant was not delivered and the balloon was intact. Manual compression was applied for an unknown duration. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the device pulled out and did not successfully deploy the sealant.